Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had a kink in it. Surgical intervention took place to explant and replace the lead. Surgery addressed the issue.